Event description:
As reported by the sales rep, the physician had to deflate a balloon of a 2.5x220 sleek pta catheter by inserting a needle through the patient's leg to burst the balloon. After withdrawing the device, the angiogram showed improved flow down the tibial artery. It was also reported that there was difficulty removing the balloon cover and the stylet before the product was used in the patient. There was no harm to the patient, who had palpable pulses post-op. The physician wanted to dilate the anterior tibial artery of a (B)(6) yr old patient with a lower ischemic disease containing stenosis and calcification with a 2.5x220mm sleek otw pta balloon catheter. When the product was opened, there was no difficulty removing the device from the hoop, but there was difficulty removing the protective balloon cover and stylet. There were no damages or kinks noted of the device prior to insertion. The device was pepped normally with no anomalies noted during prep. The balloon was only inserted once. They struggled with getting the balloon to the inflation spot. When starting to inflate, the atmospheres suddenly and unintendedly jumped right to 12 atm. Therefore, they deflated. They inflated again, and the atm gauge suddenly jumped to 12 again. The balloon moved down the vessel and the gauge dropped to 6 atmospheres. They tried to deflate the balloon and it would not. Had to numb the patient¿s lower leg and, under flouro-guidance, stuck a 21 gauge micropunture needle percutaneously to rupture the sleek balloon. Force was not required while using the device, just pulling negative with 60 cc syringe. The contrast media used was ge visipaque 270, with the ratio at 25% contrast and 75% saline. The brand indeflator has been successfully used with other devices. The balloon had only been inflated twice. They withdrew balloon and it was intact (in one piece). Angiogram showed improved flow down the tibial artery.